Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blade protector tray for the report of being dull. The knife was not seated properly in the tray it was received in. The sample was visually inspected and was found to be nonconforming with a damaged tip and a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been confirmed to be unavailable. This is the second of three reports from this facility. (B)(4).

Event description:
An inventory coordinator reported that three knives were noted to be dull during separate surgeries. Alternate blades were obtained in order to continue each procedure. There was no impact to any patient. No further information is available.